Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited diagnostic anomaly that triggered false positive atrial tachycardia/ atrial fibrillation (at/af) alert. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.